Event description:
It has been reported that the patient was implanted with a ncb pp dist fem plate, r,12 h, l. 278mm, in (B)(6) 2013. According to the report, on (B)(6) 2014, it was discovered that the plate broke. X-ray pictures confirmed the breakage of the plate, hence the patient underwent revision surgery on (B)(6) 2014. On the report provided, it was mentioned that the patient had a proximal femur fracture, but the surgeon implanted a femoral plate for distal fracture.

Manufacturer narrative:
The quality records of all lot numbers were checked and indicate that the specified characteristics of all components (material, measurements, surface, and so on) were in conformity with the requirements in force at the time of manufacturing. 2 copies of x-rays (exact date not visible on the available x-ray copies) were provided for review. The x-rays showed the broken implant and fractured femur, and the plate implanted on the proximal femur. In this case - according to the provided information by complainant - a distal femur ncb plate was used to treat a proximal femur fracture. As stated in the surgical technique (lit no. 06.01221.012) the ncb distal femur plate from the ncb polyaxial locking plate system is specifically designed for the distal femur. A secure fixation of the plate especially in the femoral head by cancellous screws cannot be guaranteed. Thus, this case can be considered as an off label use of the ncb df plate. Zimmer (B)(4)considers this case as closed. Zimmer's reference number of this file is (B)(4).